Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would either resume insulin delivery or change out the infusion set site. The customer's blood glucose (bg) level would range from not being impacted to being impacted; bg level could not be recalled. When the bg was impacted, the infusion set site was changed and a correction bolus was delivered. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause of the occlusions was unable to be determined. Reportedly, humalog was used in the cartridge for more than 48 hours.